Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Manufacturer narrative:
Additional information reported via the mcs coordinator: "we have another patient who has experienced "high power" and "electrical fault" followed by a physical driveline disconnect when the patient's battery pack fell out of the bed. Upon reconnection, the alarms resolved and operation parameters resumed to normal limits." The driveline and connector were inspected by a field service engineer. No issues were identified and the alarms could not be reproduced. No damage to the connector was observed. Patient was re-educated regarding care of the devices and warned not to "practice disconnect or randomly tug on the connector". The e-fault and disconnect were confirmed in the log-files. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. Driveline cable (B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable and connector did not reveal any issue that may have compromised to the integrity or functionality of the driveline cable. The reported event was confirmed via review of controller log files, which revealed one electrical fault alarm and one vad disconnect alarm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that no issues were identified during on-site inspection, the most probable root cause can be attributed to intermittent connection between the pump and the controller driveline port probably due to the force exerted to the port when patient's battery pack fell out of the bed. As reported in initial report: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced "high power" and "electrical fault" alarms followed by a physical driveline disconnect. Upon reconnection, the alarms resolved and operation parameters resumed normal limits. There was no reported patient injury as a result of this event. The device remains implanted and none of the concomitant devices were exchanged so nothing will be returned to the manufacturer for evaluation.